Event description:
A male without history of pad, htn or previous cath, underwent a diagnostic coronary procedure in 2007. Patient's meds include asa, statins and beta-blockers. The initial cath procedure was reportedly performed without complications. No post-procedure act or bp was reported. The mynx device was deployed per IFU. The operator described slight resistance, however, no difficulty with balloon deflation or alignment was reported. Upon removing the balloon catheter through the advancer tube lumen, it was observed that the balloon and balloon legs were absent from the device. The advancer tube was removed, adjunctive compression was held for 2 minutes, and hemostasis achieved. Patient was asymptomatic without report of lower extremity pain or tenderness, pedal pulse intact, leg color and temp normal. Palpation of the access site was unremarkable with no bleeding, swelling or pain. No further diagnostic or therapeutic interventions were ordered. Patient ambulated and discharged per standard hospital procedure without further incident. Patient was scheduled for follow up in one week, and at 27 days post procedure, there was no report of clinical sequale.

Manufacturer narrative:
Balloon detachment confirmed. With the exception of the proximal balloon bond fillet, no evidence of adhesive remained on catheter and ground core wire. A dent on the catheter shaft proximal to the balloon bond indicates that an unusual non-coaxial load was applied to the catheter during the procedure, most likely with the tip of the advancer tube. The dent and balloon detachment was replicated in bench testing by incompletely deflating the balloon and misaligning the tip of the advancer tube relative to the puncture track prior to withdrawing the catheter with an impulse retraction force. The dent and balloon detachment could not be reproduced when the advancer tube was correctly aligned and the balloon was fully deflated prior to withdrawal. The review of the lot history record did not exhibit any issues that may have caused or contributed to the reported incident. There is no evidence that suggests the device did not meet specifications.